Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. However, a photo was provided which showed that the catheter had broken off. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the photo would have been detected and rejected by the in-line vision system. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be made regarding the cause of the reported event. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: inserted IV catheter, advanced catheter, and needle was removed. Swelling was noted distal to insertion site. Patient was bleeding. IV catheter removed and pressure held. Upon inspection of IV catheter, IV catheter was broken in half. A new IV was inserted. No complications.